Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial bipolar low lead impedance warnings and oversensing of noise. The ra lead sensitivity was reprogrammed and remains in use. No patient complications have been reported as a result of this event.